Event description:
The device had unintentional run on during testing by manufacturer sales representative at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.